Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (1.0 mg/ml at 0.2003 mcg/day), bupivacaine (20.0 mg/ml at 4.005 mg/day), and compounded baclofen (200.0 mcg/ml at 40.05 mcg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient's pump was interrogated on (B)(6) 2016 and a motor stall was noted on (B)(6) 2016 at 23:03 with recovery the next day at 03:33. It was indicated the event was related to the device or therapy. The cause of the stall was no known. No actions were taken and the issue was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's weight was (B)(6). No further complications were reported/anticipated.